Event description:
It was reported that when the device was turned on, a burning smell was observed. There was no report of procedure or patient involvement.

Event description:
It was reported that when the device was turned on, a burning smell was observed. There was no report of procedure or patient involvement.

Manufacturer narrative:
The console device was not returned; however, it was serviced at the customers facility by a field service engineer (fse). The reported allegation of device - smoking was not confirmed. The fse performed repairs per the technical manual and notes and inspected internal and external components. The burning smell reported by the customer could not be replicated. Resonator, near, and far alignments were verified, with adjustments made to channel 3 and 4 near alignments. Gain or differential and pyro calibrations were verified to meet specifications. Power checks confirmed the unit meets checklist requirements. The unit is ready for use. The device history record (DHR) and service history record (shr) indicate the laser console was installed on 24 february 2023, and this event occurred over two years later. After this time, component wear, failure, or damage is possible due to use. As no damage or malfunction was found related to the reported issue, the investigation conclusion code is no problem detected.